Event description:
Reporter indicated that pt's generator was explanted because their body rejected it and the device was not helping with their seizures. It was reported that the site was repeatedly infected and that the pt subsequently had "a hole in their chest". The leads were left in place and the pt continues to have infections.